Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06161. It was reported the pt is experiencing discomfort at the ipg site. It was also reported the pt is experiencing pocket heating while charging. Allegedly, the pt's ipg may have moved. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.